Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient presented due to increasing exertional chest pain. Cardiac catheterization revealed a 90% stenosed and 14mm long target lesion located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement of a 3.0x16mm taxus element stent resulting in 0% residual stenosis following post-dilation. On the same day, the patient had elevated troponin values and was diagnosed as having a myocardial infarction with no ischemic symptoms. The patient was treated with medication and discharged the next day on aspirin and clopidogrel. It is the physician's opinion that the taxus element stent is possibly related to this event.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).